Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg as well as experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The explanted device will not returned. No device malfunction suspected.